Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (severe sharp pain followed by nausea)") and genital haemorrhage ("excessive bleeding / massive bleeding with blood clots without ocp to control it / bleeding worsened") in a 37-year-old female patient who had essure (batch no. A45108) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, syncope (during pregnancy, and she recovered after the birth of her daughter) from 2006 to 2007, parity 2, asthma, removal of surgical hardware in 2009, sinus operation in (B)(6) 2013, delivery in 1998, delivery in 2007, pre-eclampsia from 2006 to 2007, fibromyalgia and penicillin allergy. Previously administered products included for abdominal cramping: norinyl. In 2002; for genital bleeding: norinyl. In 2002; for an unreported indication: ortho tri-cyclen from 2008 to 2013, mini pill from 2007 to 2008 and ortho tri-cyclen from 1999 to 2006. Concurrent conditions included migraine and post-traumatic stress disorder since 2011. Concomitant products included esomeprazole magnesium (nexium), montelukast (singulair), morniflumate (flomax), seretide (advair) since 2007 and tiotropium bromide (spiriva) for asthma, multiple allergies and gerd, bupropion since 2011, prazosin and zolpidem for depression, botulinum toxin type a (botox) and topiramate (topamax) since 2006 for migraine, cetirizine hydrochloride (zyrtec) since 2010 for multiple allergies as well as methocarbamol since 2011 and norethisterone (mini-pill) from october 2013 to march 2014. On 2-dec-2013, the patient had essure inserted. In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe/ sharp abdominal pain") and the first episode of nausea ("nausea"). On (B)(6) 2013, the patient experienced the first episode of arthralgia ("hip pain"). In january 2014, the patient experienced arthritis ("inflammatory arthritis") with peripheral swelling, joint swelling and arthralgia. On (B)(6) 2014, the patient experienced allergy to metals ("hypersensitivity reaction to nickel") with urticaria. On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), the second episode of nausea ("nausea"), the first episode of syncope ("syncope"), abdominal distension ("abdominal bloating"), the second episode of arthralgia ("hip pain"), back pain ("lower back pain") and skin warm ("belly warm to the touch"). On an unknown date, the patient experienced vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), the first episode of anxiety ("mental anguish"), pain ("pain"), emotional distress ("suffering"), abdominal pain lower ("cramping worsened"), the second episode of syncope ("syncope worsened"), mental disorder ("psychiatric / psychological conditions aggravated"), depression ("depression"), post-traumatic stress disorder ("post-traumatic stress disorder (ptsd)"), the second episode of anxiety ("anxiety") and fatigue ("fatigue"). The patient was treated with methotrexate, prednisone, folic acid, adalimumab (humira), certolizumab pegol, hydroxychloroquine phosphate (plaquenil), abatacept (orencia), confluent (norinyl), estradiol (vivelle-dot), estradiol, estrocon [estradiol,estrone sodium sulfate], cholecalciferol (vitamin d3), ibuprofen (motrin), surgery (essure removal - laparoscopic total hysterectomy/ bilateral salpingectomy/ adhesiolysis/ cystoscopy), surgery (essure removal - laparoscopic total hysterectomy/ bilateral salpingectomy/ adhesiolysis/ cystoscopy) and alternative therapy (stretches). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, skin warm, vitamin d deficiency, abdominal pain and the last episode of syncope was resolving, the arthritis, premature menopause, depression, post-traumatic stress disorder and the last episode of anxiety had not resolved and the last episode of nausea, abdominal distension, the last episode of arthralgia, alopecia, pain, emotional distress, abdominal pain lower, allergy to metals, mental disorder and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthritis, back pain, depression, emotional distress, fatigue, genital haemorrhage, mental disorder, pain, pelvic pain, post-traumatic stress disorder, premature menopause, skin warm, vitamin d deficiency, the first episode of anxiety, the first episode of arthralgia, the first episode of nausea, the first episode of syncope, the second episode of anxiety, the second episode of arthralgia, the second episode of nausea and the second episode of syncope to be related to essure. The reporter commented: plaintiff believed that she was injured by the essure device but she was unable to specifically recall the date she suspected the injury was related to the device itself as opposed to some other causes, or the procedure to implant the essure device itself. She was also not sure if the symptoms she had were just related to natural changes in her body. Plaintiff had never experienced the claimed injuries before the date of essure placement. After essure removal excessive bleeding, blood clots, nausea, pelvic pain, hip pain, back pain, warm abdomen, and syncope improved. However, she still had ongoing injuries due to her hysterectomy and early menopause. In addition, plaintiff had experienced mental anguish and pain and suffering. Plaintiff did not retain the essure or any portion of it. She was not recommended or suggested by her physician that she have her essure removed. She denied having any communications with any physician or healthcare provider, orally or in writing, about whether essure is related to or the cause of any of the medical conditions she allege. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Biopsy endometrium - on (B)(6) 2016: scant strips of benign endometrial (cont) hysterosalpingogram - on (B)(6) 2014: left and right fallopian tube- obstructed; on (B)(6) 2014: satisfactory location and occlusion of the tubes; on (B)(6) 2016: no results provided nuclear magnetic resonance imaging - on (B)(6) 2014: no results provided spinal x-ray - on (B)(6) 2015: degenerative change lower lumbar spine ultrasound scan - on (B)(6) 2014: partially visualized essure devices x-ray of pelvis and hip - on (B)(6) 2015: mild degenerative changes (B)(6) 2014 - ultrasound scan vagina: impression: 1. A small amount of free pelvic fluid is seen, as well as what appears to be a corpus luteum cyst in the right ovary. 2. There was mild prominence of parametrial vessels, however these measure only up to 5.5 mm in transverse diameter. Pelvic congestion syndrome was typically seen with vessels over 6 mm in diameter. (B)(6) 2014 - ultrasound scan vagina: 1. A small amount of free pelvic fluid is seen, as well as what appears to be a corpus luteum cyst in the right ovary. 2. There is mild prominence of parametrial vessels, however these measure only up to 5.5 mm in transverse diameter. Pelvic congestion syndrome is typically seen with vessels over 6 mm in diameter. (B)(6) 2015 - three view si joint: mild degenerative changes. (B)(6) 2016 - endometrium biopsy: diagnosis: scant strips of benign endometrial epithelium showing inactive change. 18- (B)(6) 2016 - surgical pathology report: uterus, cervix, bilateral fallopian tube, hysterectomy and bilateral salpingectomy -preoperative and postoperative diagnosis: pelvic pain/menorrhagia. Leiomyomata, intramural and submucosal, inactive endometrium, fallopian tube, bilateral salpingectomy, essure device, bilateral. Medical records: problem list in (B)(6) 2017 (before essure placement): fibromyalgia, myofascial pain syndrome, pain in the finger joints, irritable bowel syndrome, deviated nasal septum (acquired), rhinitis, tooth pain, lump or mass in the left breast, multiple pulmonary nodules, history of cervical dysplasia, anomalies of the breast, migraine headache with intractable migraine, somatic dysfunction of costochondral region, somatic dysfunction of sacrum, extrinsic asthma - with acute exacerbation, osteoarthritis of the ankle/foot (multiple joints), classic migraine (with aura), chronic reflux esophagitis, arthralgia of temporomandibular joint, mononeuritis, numbness, tingling, vasomotor rhinitis, tinnitus of the left ear, hearing loss, depression, eustachian tube dysfunction, psychophysiological insomnia, diarrhea, nonallopathic lesions of the upper, extremities, esophageal reflux, lumbago, nonallopathic lesions of the pelvic region, nonallopathic lesions of the cervical region, nonallopathic lesions of the thoracic region, nonallopathic lesions of the lumbar region, pain disorder associated with psychological factors and general medical condition, cervicalgia, allergic rhinitis, sinusitis. (B)(6) 2013 - procedures performed: operative hysterectomy, essure tubal occlusion. (B)(6) 2014: office visit: using minipill continuously since (B)(6) 2013, presenting irregular bleeding. Discussed with patient that she is most likely having breakthrough bleeding on low dose ocp (interpreted as oral contraceptives). (B)(6) 2014: office visit: chief complaint: abdominal pain, bilateral pelvic pain. 4 weeks ub (interpreted as uterine bleeding) and 2 weeks pelvic pain. Associated symptoms: nausea and loss of appetite. (B)(6) 2014: office note: patient reports that her pain is getting worse, non-radiating with point tenderness at adnexal region. Patient also reports an increase in her abnormal periods where she has symptoms of menometrorrhagia. Her periods were well (cont) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (severe sharp pain followed by nausea)") and genital haemorrhage ("excessive bleeding / massive bleeding with blood clots without ocp to control it / bleeding worsened") in a (B)(6) female patient who had essure (batch no. A45108) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, syncope (during pregnancy, and she recovered after the birth of her daughter) from (B)(6), parity 2, asthma, ankle operation in 2009, sinus operation in (B)(6) 2013, delivery in (B)(6), delivery in (B)(6), pre-eclampsia from 2006 to 2007, fibromyalgia and penicillin allergy. Previously administered products included for abdominal cramping: norinyl. In 2002; for genital bleeding: norinyl. In 2002; for an unreported indication: ortho tri-cyclen from 2008 to 2013, mini pill from 2007 to 2008 and ortho tri-cyclen from 1999 to 2006. Concurrent conditions included migraine and post-traumatic stress disorder since 2011. Concomitant products included esomeprazole magnesium (nexium), montelukast (singulair), morniflumate (flomax), seretide (advair) in 2007 and tiotropium bromide (spiriva) for asthma, multiple allergies and gerd, bupropion in 2011, prazosin and zolpidem for depression, botulinum toxin type a (botox) and topiramate (topamax) in 2006 for migraine, cetirizine hydrochloride (zyrtec) in 2010 for multiple allergies as well as methocarbamol in 2011 and norethisterone (mini-pill) in (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe/ sharp abdominal pain") and the first episode of nausea ("nausea"). On (B)(6) 2013, the patient experienced the first episode of arthralgia ("hip pain"). In (B)(6) 2014, the patient experienced arthritis ("inflammatory arthritis") with peripheral swelling, joint swelling and arthralgia. On (B)(6) 2014, the patient experienced allergy to metals ("hypersensitivity reaction to nickel") with urticaria. On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), the second episode of nausea ("nausea"), the first episode of syncope ("syncope"), abdominal distension ("abdominal bloating"), the second episode of arthralgia ("hip pain"), back pain ("lower back pain") and feeling hot ("belly warm to the touch"). On an unknown date, the patient experienced vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), the first episode of anxiety ("mental anguish"), pain ("pain"), emotional distress ("suffering"), abdominal pain lower ("cramping worsened"), the second episode of syncope ("syncope worsened"), mental disorder ("psychiatric / psychological conditions aggravated"), depression ("depression"), post-traumatic stress disorder ("post-traumatic stress disorder (ptsd)"), the second episode of anxiety ("anxiety") and fatigue ("fatigue"). The patient was treated with methotrexate, prednisone, folic acid, adalimumab (humira), certolizumab pegol, hydroxychloroquine phosphate (plaquenil), abatacept (orencia), conlunett (norinyl), estradiol (vivelle-dot), estradiol, estrocon [estradiol,estrone sodium sulfate], colecalciferol (vitamin d3), ibuprofen (motrin), surgery (essure removal - laparoscopic total hysterectomy/ bilateral salpingectomy/ adhesiolysis/ cystoscopy), surgery (essure removal - laparoscopic total hysterectomy/ bilateral salpingectomy/ adhesiolysis/ cystoscopy) and alternative therapy (stretches). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, feeling hot, vitamin d deficiency, abdominal pain and the last episode of syncope was resolving, the arthritis, premature menopause, depression, post-traumatic stress disorder and the last episode of anxiety had not resolved and the last episode of nausea, abdominal distension, the last episode of arthralgia, alopecia, pain, emotional distress, abdominal pain lower, allergy to metals, mental disorder and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthritis, back pain, depression, emotional distress, fatigue, feeling hot, genital haemorrhage, mental disorder, pain, pelvic pain, post-traumatic stress disorder, premature menopause, vitamin d deficiency, the first episode of anxiety, the first episode of arthralgia, the first episode of nausea, the first episode of syncope, the second episode of anxiety, the second episode of arthralgia, the second episode of nausea and the second episode of syncope to be related to essure. The reporter commented: plaintiff believed that she was injured by the essure device but she was unable to specifically recall the date she suspected the injury was related to the device itself as opposed to some other causes, or the procedure to implant the essure device itself. She was also not sure if the symptoms she had were just related to natural changes in her body. Plaintiff had never experienced the claimed injuries before the date of essure placement. After essure removal excessive bleeding, blood clots, nausea, pelvic pain, hip pain, back pain, warm abdomen, and syncope improved. However, she still had ongoing injuries due to her hysterectomy and early menopause. In addition, plaintiff had experienced mental anguish and pain and suffering. Plaintiff did not retain the essure or any portion of it. She was not recommended or suggested by her physician that she have her essure removed. She denied having any communications with any physician or healthcare provider, orally or in writing, about whether essure is related to or the cause of any of the medical conditions she allege. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Biopsy endometrium - on (B)(6) 2016: scant strips of benign endometrial (cont) hysterosalpingogram - on (B)(6) 2014: left and right fallopian tube- obstructed; on (B)(6) 2014: satisfactory location and occlusion of the tubes; on (B)(6) 2016: no results provided nuclear magnetic resonance imaging - on (B)(6) 2014: no results provided spinal x-ray - on (B)(6) 2015: degenerative change lower lumbar spine ultrasound scan - on (B)(6) 2014: partially visualized essure devices x-ray of pelvis and hip - on (B)(6) 2015: mild degenerative changes on (B)(6) 2014 - ultrasound scan vagina: impression: a small amount of free pelvic fluid is seen, as well as what appears to be a corpus luteum cyst in the right ovary. There was mild prominence of parametrial vessels, however these measure only up to 5.5 mm in transverse diameter. Pelvic congestion syndrome was typically seen with vessels over 6 mm in diameter. On (B)(6) 2014 - ultrasound scan vagina: a small amount of free pelvic fluid is seen, as well as what appears to be a corpus luteum cyst in the right ovary. There is mild prominence of parametrial vessels, however these measure only up to 5.5 mm in transverse diameter. Pelvic congestion syndrome is typically seen with vessels over 6 mm in diameter. On (B)(6) 2015 - three view si joint: mild degenerative changes. On (B)(6) 2016 - endometrium biopsy: diagnosis: scant strips of benign endometrial epithelium showing inactive change. On (B)(6) 2016 - surgical pathology report: uterus, cervix, bilateral fallopian tube, hysterectomy and bilateral salpingectomy -preoperative and postoperative diagnosis: pelvic pain/menorrhagia. Leiomyomata, intramural and submucosal, inactive endometrium, fallopian tube, bilateral salpingectomy, essure device, bilateral. Medical records: problem list in (B)(6) 2017 (before essure placement): fibromyalgia, myofascial pain syndrome, pain in the finger joints, irritable bowel syndrome, deviated nasal septum (acquired), rhinitis, tooth pain, lump or mass in the left breast, multiple pulmonary nodules, history of cervical dysplasia, anomalies of the breast, migraine headache with intractable migraine, somatic dysfunction of costochondral region, somatic dysfunction of sacrum, extrinsic asthma - with acute exacerbation, osteoarthritis of the ankle/foot (multiple joints), classic migraine (with aura), chronic reflux esophagitis, arthralgia of temporomandibular joint, mononeuritis, numbness, tingling, vasomotor rhinitis, tinnitus of the left ear, hearing loss, depression, eustachian tube dysfunction, psychophysiological insomnia, diarrhea, nonallopathic lesions of the upper, extremities, esophageal reflux, lumbago, nonallopathic lesions of the pelvic region, nonallopathic lesions of the cervical region, nonallopathic lesions of the thoracic region, nonallopathic lesions of the lumbar region, pain disorder associated with psychological factors and general medical condition, cervicalgia, allergic rhinitis, sinusitis. On (B)(6) 2013 - procedures performed: operative hysterectomy, essure tubal occlusion. On (B)(6) 2014: office visit: using minipill continuously since (B)(6) 2013, presenting irregular bleeding. Discussed with patient that she is most likely having breakthrough bleeding on low dose ocp (interpreted as oral contraceptives). On (B)(6) 2014: office visit: chief complaint: abdominal pain, bilateral pelvic pain. 4 weeks ub (interpreted as uterine bleeding) and 2 weeks pelvic pain. Associated symptoms: nausea and loss of appetite. On (B)(6) 2014: office note: patient reports that her pain is getting worse, non-radiating with point tenderness at adnexal region. Patient also reports an increase in her abnormal periods where she has symptoms of menometrorrhagia. Her periods were well (cont) most recent follow-up information incorporated above includes: on (B)(6) 2017: essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. The event severe and permanent injuries was deleted and the following events were added: pelvic pain (severe sharp pain followed by nausea), excessive bleeding / massive bleeding with blood clots without ocp to control it / bleeding worsened, inflammatory arthritis, swelling of feet, hands, knees, elbows, joint pain, early menopause, nausea, syncope, abdominal bloating, hip pain, lower back pain, belly warm to the touch, vitamin d deficiency, hair loss, abdominal pain, mental anguish, pain, suffering, cramping worsened, syncope worsened, hypersensitivity reaction to nickel, hives on abdomen, psychiatric / psycological conditions aggravated, depression, post-traumatic stress disorder (ptsd), anxiety and fatigue. It was added: reporters (case medically significant), demographic data, essure indication/ lot number/ insertion/ removal date; concomitant diseases and drugs; treatment drugs and non-drug treatments. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.